Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had been increasing and is now high. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold had been increasing and is now high. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.